Event description:
The pt received two leads with the same lot number. It was reported the pt had fallen, and was no longer receiving effective stimulation in addition to receiving stimulation in the ribs. Reprogramming was unable to resolve the issue. It was reported imaging showed the leads had moved further to the left from their original placement. F/u identified the physician repositioned the leads on (B)(6) 2013, and the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.